Manufacturer narrative:
(B)(4). Date sent: 05/25/2010. Leak test failure. Eval summary: the analysis results of the b12lt device found that it was returned in good visual condition. The device was functionally leak tested and failed without the test probe inserted through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.

Event description:
It was reported by the affiliate that during a gastric band procedure, the gas monitor suggested that the trocar was leaking. The port was identified, but they could not really see where the leak was coming from. The port was placed in a perpendicular plane and it was, therefore, necessary to torque the instruments to reach the upper region of the abdomen. It is not clear whether the leak was coming from the inner iris of the port or from in between the white housing funnel top and the "canular". The leak was intermittent, and was only identified toward the end of a 60 minute procedure and it appeared to only occur when exerting a torque force with either 5 or 10mm instruments. No other products or change in technique was required as the gas machine compensated for the leak and the space available was not compromised. The surgeon did spend a few minutes helping us to try to identify what the problem was. As a result, the procedure was prolonged 10 minutes. There were no adverse consequences for the pt. Additional info 05/14/2010.